Event description:
Patient representative reported right side insufficient information. Patient representative later reported "hypersensitivity on the nipples", "intense pain in the breasts", "radial folds", "small liquid around the breast implants" via MRI, "capsular contracture baker grade unknown", "chronic mastalgy", "mastitis", "inflammation with secretion", "patient thought that the symptoms could be related to bia-alcl, after doing a research about it, and became desperate", "breasts consisting of partially liposubstituted fibroglandular tissue", and "silicone breast implants in bilateral retroglandular topography, with some radial folds and a small amount of surrounding fluid" via MRI. Device has been explanted.

Manufacturer narrative:
Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. Seroma-late: unable to observe as it is a medical event that is not related to the device. Other medical: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device. Crease / folding of implant: observed. Pain: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Anxiety-product /procedure: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, crease/folding of implant, seroma-late, inflammation/irritation, anxiety-product/procedure.